Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after a meal, with a highest fingerstick blood glucose of 437 mg/dl following an earlier reading of 381 mg/dl, and the event persisted for several hours despite a supply change and guidance to avoid using meal announcements to correct highs. Symptoms included hyperglycemia without associated acute complications. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included user education, infusion set change, tubing priming verification with visible drops, sensor repair attempts, manual blood glucose entry into the pump while the sensor reconnected, and temporary operation in bg-only mode when the cgm could not pair. Investigation of this case revealed that the specific cause of the hyperglycemia remained unclear, with potential contributing factors including infusion site or cannula placement concerns and cgm signal loss, and the user later returned to target range after resuming sensor use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.